Event description:
It was reported that the patient was shocked inappropriately during chemotherapy and was symptomatic with dizziness. The morphology of the ventricular tachycardia (vt) episode looks the same as the supra ventricular tachycardia (svt) episode. All of the episodes look like atrial tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).